Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that there was no power coming from the motor control board and power supply which powers the system and batteries. To fix the issue, the fse replaced the power supply and the motor controller board, and completed a pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blank display. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blank display. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.